Manufacturer narrative:
Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. Insertion site was abdomen. The glucose level was 309mg/dl and dka. The patient was suffered with leg cramps, blurry vision. Therefore, the patient was treated with correction 4.42 unit of IV bolus and 7 units of humalog via syringe. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.